Manufacturer narrative:
No sample has been received by manufacturing for evaluation. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that the tip of a forceps was bent and unable to be closed during a vitrectomy procedure. The surgery was completed by replacing the forceps with another one. There was no patient harm.

Manufacturer narrative:
The sample was received, in inner and outer blister. Including cover foil. Sample shows surgery residuals and deformations. A review of the device history record (DHR) traceable to the reported lot number, indicates that the product was processed and released according to the product¿s acceptance criteria. The sample was visually inspected with the aid of a photomicroscope with various magnifications. It was found, that the shaft and grasping arms are bent. The forceps shows surgery residuals. After cleaning, it was possible to activate the forceps, but due to the bending, its grasping arms stayed still closed. In this condition, the customers report could not be verified. The bending does not allow a detailed examination of the root cause. Only that device is damaged/bent can be confirmed. The root cause for the reported event could not be determined conclusively, due to insufficient sample. A manufacturing or design related root cause for the damage of the complained device has not been identified. This complaint has been reviewed, and future data will be monitored for evidence of adverse trending and further action will be taken, as appropriate. At a minimum, this will include completing reviews of complaint class report levels on a monthly basis. The manufacturer internal reference number is: (B)(4).